Event description:
Patient reported capsular contracture baker grade iii.

Event description:
Patient reported "I feel like my right side my have a contracture (baker grade unknown). I feel discomfort at times." Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported "I feel like my right side my have a contracture (baker grade unknown). I feel discomfort at times." Device remains implanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: observed deformation on the device.

Event description:
Patient reported "I feel like my right side my have a contracture (baker grade unknown). I feel discomfort at times." Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "I feel like my right side my have a contracture (baker grade unknown). I feel discomfort at times." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "I feel like my right side my have a contracture. I feel discomfort at times" (baker grade unknown). Device remains implanted.